Event description:
Customer reports that needles prematurely released from the suture during inguinal hernia repair. Surgeon used resterilizable needles to complete that portion of the procedure for which this suture was used. There are no reported adverse patient consequences.